Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's infusion set became pulled and the cartridge patient line separated from the cartridge. The customer's blood glucose (bg) level was not impacted. The customer stated that supplies would be changed. During the cartridge load process, the pump requested a minimum of 50 units after filling the cartridge with 100 units of insulin during the load process. The customer added more insulin and was able to complete the load process and resume insulin delivery.